Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there were misformed clips and jammed clips. No further information is available. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.